Manufacturer narrative:
Button error alarm and intermittent act button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 190 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.